Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: unknown, product type: catheter. (B)(4).

Event description:
It was reported that a patient ended up in the emergency room with pump overdose issues. The drug in the pump was unknown. Follow up for additional information was conducted, but no additional information was obtained. If informational information is received, a supplemental report will be submitted.